Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2019 with the following findings: a review of the pump¿s black box verified cs 078 motor errors with rewind attempts. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. During the rewind step, investigation duplicated the cs 078 call service alarm motor error. The pump cover was removed and moisture corrosion was found on the motor flex connector. Unrelated to the complaint, a crack was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.